Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. It was also reported that an occlusion alarm occurred, customer was having difficulty getting their cartridge to work due to the cartridge alarm. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer gave a manual correction injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.